Event description:
It was reported that the bd needle had a needle shielding failure. The following information was provided by the initial reporter: material # unknown batch # unknown. It was reported by the customer that needle dislodged from the safety guide mechanism. Rcc received a complaint via email. The date of the last incident (B)(6). The previous incidents that occurred last year are unknown. I am unable to provide that information as it occurred at other sites. I have a total of 60 loose needles. No additional boxes with that lot number. Event description in initial (B)(4). Needle dislodged from the safety guide mechanism was the patient impacted? No.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer.